Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported one of the wires came loose from the patient's stimulator so she did not use it anymore. It was noted that the device was still implanted, but she just wasn't using it anymore. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.